Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in vvi mode and it would not accept any program changes. The programmer also mis-identified the device model.